Event description:
It was reported that the patient felt like her feet were being electrocuted when the heat came on and this had started about 2 weeks prior to the date of this report. It was noted that the sensation was always there but was worse when the heat was on. It was further noted that when the patient was lying down it felt like she was being pulled down but this was only when she was lying on the ground not on the bed. The patient¿s husband had installed something from radio shack about 2 weeks prior to the date of this report and it emulated a bigger system. Patient¿s status was unknown. It was further noted that the patient had surgery a couple of months prior to the date of this report. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a5, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v190602, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v204235, implanted: (B)(6) 2009, product type: lead. (B)(4).